Event description:
It was reported that during a colectomy procedure, the clips were not formed properly. The clip ends crossed over and scissored. No patient consequences were reported.

Manufacturer narrative:
Date sent: 09/19/2007. Information anticipated, but unavailable at this time.